Event description:
A talent graft system was attempted to be implanted in a pt for the endovascular treatment of an 8.5 cm abdominal aortic aneurysm. The vessels had moderate tortuosity and severe calcification. The aortic neck angulation was 45 degrees, it was 30 mm in diameter and it was 2 mm in length. External and femoral arteries were 7 mm in diameter. It was reported that the pt was evaluated about one year ago; however, the pt was not treated at that time as the pt was not an evar or surgical candidate at that time. The pt has a history and ongoing peripheral vascular disease of chronic occlusion of the right common iliac artery and blood clotting complications. The pt presented emergently with severe abdominal and back pain. The talent converter stent graft was implanted to intentionally cover the right renal artery which was the lower of the two renal arteries due to the short aortic neck. Extension down the left common iliac artery was performed with an ilxc1818135 which was still short (see MFR # 2953200-2010-00562). Another extension was placed and extended down to the internal/external bifurcation. The physician modeled the three implanted stent grafts with a reliant balloon. Angiogram was performed and showed there was a proximal type 1 endoleak. A guide wire was inserted through the brachial artery and it was advanced to the left renal artery. A viabahn stent was positioned in the left renal artery, but it was not deployed. Next a talent aortic cuff was implanted to cover the left renal artery. The wire and 2 cm of the viabahn stent were in the left renal artery and 3 cm of the viabahn stent were extending outside the renal artery between the talent aortic cuff and the vessel wall creating a "snorkel / chimney". The viabahn stent was then completely deployed and is currently extending above the talent aortic cuff in the abdominal aorta. Add'l ballooning of the stent graft was performed. Occlusion of the right iliac artery was not required since it was already chronically occluded and the pt had developed contralateral flow naturally. The next angiogram demonstrated there was a seal in the proximal aortic neck. The pt developed a blood clot in the stent graft of the iliac limb which resulted in a low act of 180 and the heparin was not having an effect on the pt to keep the blood anticoagulated. The decision was made to use a fogarty balloon to remove the blood clot. Another angiogram revealed that the blood clot was removed; however the left internal iliac artery was lost due to blood clot embolization. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Required intervention. Results: endoleak. Short aortic neck, small vessels that were tortuous and calcified, coagulation complications. Converter used as main device. Conclusions: short aortic neck, small vessels that were tortuous and calcified, coagulation complications. Converter used as main device.